Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the left and right common femoral artery was achieved using proglide devices after a bilateral left main coronary artery and mid left anterior descending coronary artery stenting interventional procedure. Reportedly, four days post-procedure the patient was hospitalized with a hematoma in the left and right groins and anemia. No treatment was given. The hematomas resolved without sequela four days later. The physician is reportedly trained in the use of the perclose device. No additional information was provided.